Manufacturer narrative:
Continuation of d10: product ID b3400060 serial# (B)(6) implanted: (B)(6) 2021 product type extension ubd 2023-06-18, UDI (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information indicating that the cause of the difficulty disconnecting the lead was not determined and no contributing factors were identified. The high impedance was suspected to be related to potential damage to the lead segment, possibly due to the lead being stuck during removal. No corrective actions have been taken at this time, an extension revision may be considered if needed, the issue has not yet been resolved. The information was confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturer representative (rep) called and stated the patient had a replacement today, however the top lead wouldn't come out of the port and after trying to get it out, the surgeon had to yank it out. Once the lead was in the new battery, segment 2c had an impedance of over 5000 ohms.